Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: d-evprop2329us, serial/lot #: (B)(4), ubd: 05-feb-2023, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded by the customer therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, no pre-implant balloon aortic va lvuloplasty (bav) was performed. Aortic annular and valve leaflet calcification were noted. The mean gradient approximate 3 weeks prior to the valve implant was 48mmhg. The mean gradient on the day of procedure after sedation was 29mmhg. Following deployment of the valve, the gradient was 16mmhg. A post-implant bav was performed. During the post-implant bav, the valve dislodged above the annulus. The valve was snared and pulled into the mid-ascending aorta. A second valve was loaded onto a new delivery catheter system (dcs). As the dcs was advanced through the dislodged valve, hypotension occurred and echocardiography revealed pericardial effusion. Pericardiocentesis was performed and confirmed a large amount of blood was within the pericardial space. A decision was made to place the patient on cardiopulmonary bypass by performing percutaneous cannulation of the right common femoral vein and left common femoral vein. Proper connection to the extracorporeal membrane oxygenation (ECMO) circuit was made, and the patient was placed on bypass. The procedure was converted open surgery, which revealed transection of the ascending aorta at the mid level, originating at the greater curvature of the ascending aorta. A dissection involving the proximal aorta, extending into the aortic root, was observed. After noting the ascending aorta rupture, there was not sufficient blood pressure to perform internal cardiac massage. The patient subsequently died. Per the physician the cause of death was hemorrhage, aortic transection, and mechanical tear of the aorta.

Manufacturer narrative:
Corrected data - h.6 - device code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.